Event description:
A customer in (B)(6) notified biomérieux of obtaining misidentification of moraxella atlantae as eikenella corrodens while testing a qc sample provided by the (B)(6) using the vitek® ms instrument (reference # 410895). Serial number of instrument was not provided. Vitek® ms results: knowledge base (kb): kb version : 3.0 (cli) single choice to eikenella corrodens. Vitek ms ruo mode - kb v4.15 : moraxella atlantae. There is no patient associated with this qc sample; therefore, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.